Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is complete. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting ECG c and d was pulled from the strain relief. The cause of the test failure was the pulled cable. The root cause of the pulled cable was excessive force. There is no indication that this malfunction caused or contributed to the patient's death as the device was not active at the time of patient's death. No adverse event resulted from the defective electrode belt.

Event description:
During investigation into the patient's death, a reportable device malfunction was discovered. Electrode belt sn (B)(4) was found to have a pulled cable. There is no indication that the damaged device caused or contributed to the patient's death.